Event description:
It was reported that the 6600 system displayed a "no settle error." There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage monoblock tube and performed an image collimation alignment. The system was tested and found to be working as intended and placed back into service.